Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had multiple pump error alarm and failed battery alarm. The customer¿s blood glucose level was 114 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed self test and displacement test. The main arm cannot communicate with the motor arm and software error detected (line number = 5632 and file number = 2005) found in the pump history due to software error. Insulin pump received with unexpected low battery alert and failed battery test due to high sleep current, problem isolated to electronic assembly.